Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx0907 showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time.

Event description:
It was reported they were unable to infuse or flush saline solution 15 days after placement, prior the device had been used without any problem. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed near the interface between the extension tubing and the luer adapter. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The catheter damage and resulting leak impaired catheter function and may have caused/contributed to the report of occlusion of the indwelling device. The damage location suggested that catheter maintenance/site dressing may have contributed to the observed damage. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information regarding this type of event. A lot history review (lhr) of rebx0907 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported they were unable to infuse or flush saline solution 15 days after placement, prior the device had been used without any problem. There was no reported patient injury.